Event description:
It was reported that blood backflow from the optical module connector was observed on the first day of use. The catheter was used in heart valve replacement surgery. No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stop cocks with pressure tube were returned for evaluation. No packaging or introducer were returned. No visible damage to the balloon or returned syringe was found. Blood was observed from the optical module connector. 2 punctures, 6 mm and 7 mm long, were found on the catheter body around the proximal side of the thermal filament. The thermal filament cover was torn with flap along the punctures and around the circumference. Blood was observed around the punctures. The thermal filament leadwire was visible inside the 6 mm puncture. The punctures around proximal side of the thermal filament entered into the distal, optical fiber, thermal filament, and balloon inflation lumens. The balloon did not inflate due to leakage from the punctures and blood occlusion from the distal side of the punctures. The proximal injectate lumen was patent without any leakage or occlusion. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of blood leakage issue was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.